Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that: patient catheter leakage. Item: unknown pleurx catheter (mannford). Lot : unknown. Verbatim: (B)(6) 2020 : patient¿s wife reported she noticed a leak near the insertion site after his bandage was observed to be soaked. His catheter was recently replaced after the first catheter became dislodged. The catheter replacement was (B)(6) 2020 at (B)(4). There is some redness, a white tape like material can be seen around the catheter tubing near the insertion point. She has contacted his physician to schedule an evaluation. His home health nurse was there today and changed the bandage. No additional patient harm identified.